Manufacturer narrative:
The lead was received cut in two pieces. Analysis found that the outer insulation was abraded open over the svc cable lumen. The svc cables were outside of the lead. Further inspection found that the abrasion was internal, caused by the svc cables movement inside their lumen, eventually wearing through the insulation to the outside of the lead.

Event description:
It was reported that the sensing threshold had decreased, and the impedance had increased.